Manufacturer narrative:
The device was returned as part of the asset return process, and the reportable issues were captured in b5. In addition, the non-reportable findings are as follows: water tightness was lost due to a pinhole on the channel tube; the connecting tube had a scratch; the plastic distal end cover was cracked and dented; the light guide lens was cracked; the adhesive around the light guide lens was peeled and had a white-clouded area; the adhesive around the objective lens was peeled; the connecting tube was wrinkled; the image guide serpentine protector was chipped; and the bending section cover was scratched. Due to the wear of the angle wire, the play of the upward/downward knob and up direction did not meet the standard value. Due to the wear and flexibility of the adjustment ring, water tightness was lost. Due to a scratch on switch 1, water tightness was lost. Due to adhesive peeling around the object lens, a streak of flare appeared in the image. The device was cleaned, disinfected, and sterilized before it was sent in for repair, however, the device had not been used for about a year after cleaning, so there is a possibility of foreign matter adhering to it.. According to the customer, there was no delay in the start of precleaning; the air/water nozzle was flushed with air/water and detergent solution. The following details regarding the cds process were unknown: when the foreign material adhered to the nozzle and whether the customer wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle had foreign objects due to insufficient cleaning. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.